Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 104 (night drain cycle four) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during use of the homechoice device, at the end of therapy. The patient was connected at the time of the alarm. The technical services representative reviewed the therapy log with the patient and found that the ultrafiltration for cycle four was 2611ml. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned for evaluation. A review of the device history records revealed no findings associated with the reported problem. The reported event could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.